Event description:
It was reported to boston scientific via an article that a retrospective study conducted between july 2023 and june 2025 evaluated the safety and efficacy of transurethral water vapor energy therapy (wave) in patients with benign prostatic hyperplasia who also had prostate cancer. A total of 8 patients aged 66 to 83 years (median 75) were included from a larger cohort of 189 patients. Wave was performed for the treatment of benign prostatic hyperplasia and not for prostate cancer. One adverse event of transient hematuria with clots following catheter removal was reported in a patient receiving anticoagulant therapy who underwent concurrent biopsy. No device malfunctions were reported.